Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received nineteen inappropriate shocks. The patient had been exercising at the time of the initial shocks, and due to the anxiety of receiving the shock therapy, the patient's heart rate did not decrease. A review of the stored episodes confirmed oversensing caused the inappropriate shocks. Not all episodes were made available for review; therefore, it cannot be confirmed whether therapy was exhausted in any of the episodes. However, with the number of shocks and the number of episodes, it is a possibility that therapy was exhausted in an episodes, which would have prevented shocks being delivered if they became needed. The patient was hospitalized in the intensive care unit (ICU) and antiarrhythmic medications were administered. It was reported the patient was completely disturbed psychologically due to the inappropriate shock therapy. Several days later, an exercise test was performed and the device was reprogrammed to another sensing vector and at a higher rate cut off. No additional adverse patient effects were reported.

Event description:
The field representative later confirmed that no additional device data was available for review. The patient left the hospital at the end of the week, after the exercise test was performed. No new events have been reported. The device remains in service without further complication.